Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence. The customer reloaded the cartridge and received a minimum fill notification while the cartridge was filled with 100 units of insulin. A new cartridge was loaded to resolve the issue. There was no impact to the customer¿s blood glucose, as the pump was not being used for insulin therapy at the time of the reported event.